Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4196 implantable pacing lead (B)(6) 2010; 5594 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator early. The device wasexplanted and replaced. No patient complications were reported as a result of this event.